Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer returned test strips from the affected lot 46588512 and also test strips from lot 52818314. The returned test strips were measured on retention meters using retention controls. Control ranges: qc 1 = 2.7 - 3.3 inr. Qc 2 = 2.6 - 3.2 inr. Testing results for lot 46588512: qc 1 = 2.9 inr, 2.9 inr, 2.9 inr. Qc 2 = 2.9 inr, 2.9 inr, 2.8 inr. Testing results for lot 52818314: qc 1 = 2.8 inr, 2.8 inr, 2.8 inr. Qc 2 = 2.7 inr, 2.8 inr, 2.8 inr. Returned customer material and retention material comply with the specification. Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). At 06:24, a sample from the patient was tested using the meter, resulting in a value of 4.3 inr. At 07:27 a.m., a sample from the patient was tested using the meter, resulting in a value of 4.2 inr. At 08:45, a sample from the patient was tested using the meter, resulting in a value of 4.2 inr. At 9 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.3 inr. When obtaining samples for meter measurement, the patient's finger was pressed in order to obtain more blood. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
Evaluation conclusion code updated.